Manufacturer narrative:
(B)(4) manufacturing site evaluation: samples received: (B)(4) unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the monoplus instructions for use: "when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread broken very easily during knotting ( 3/0, 4/0 and 5/0), also there were some suture 4/0 were the needle is missing.